Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Ees team spoke with dr. Dr has been using the platform for 12 years, approximately 2500-3000 gastric bypasses per year, utilizing ets platform in 97% of the cases. Dr indicated poor performance. He believed that much more of the staples did not have a neatly sealed staple line. The prophylaxis regimens did change in (B)(6) 2011. The patient exhibited a bmi between 35-45 with normal tissue condition. Dr meticulously cleans each device himself in between firings and changes the cartridges himself. Dr felt that the device was "dodgy" from the beginning. Appears that the staple lines are not sealed. Dr is currently using the echelon platform with no difficulties.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon saw a lot of staple lines which were "dodgy" and several staples falling off from normal staple lines. It appeared that the innermost staple line almost is not included in the tissue or ripped out when cutting. The customer disposed of the device.